Event description:
Pt alleges she is having problems on left side with pinching and discoloration under both breasts. They started to get bigger and bigger about 3 years ago (i.e. 1993). Pt also alleges she is concerned and would like to get her implants removed.